Event description:
It was reported that the patient experienced cardiac tamponade after positioning the right ventricular (rv) lead due to perforation. An attempt to position the rv lead at the middle ventricular septum was being made, however, it was taking some time. Another physician took over the positioning in the end, and fixed the lead at the lower septum (slightly above the apex) using the tip of the rv lead. Rv lead placement was noted to not be the free wall, confirmed in a left anterior oblique (lao) view. The rv lead tip had not been extended until the lead was actually fixed, however, the patient had been complaining of breathing difficulty/tightness before the physician took over the positioning. Although medication was being administered, to control patient condition, however, was not improving and thus checked via echocardiogram. Cardiac tamponade was then confirmed. Emergency drainage was performed. Change in blood pressure could not be determined since the pre-op blood pressure had not been measured due to severe bradycardia of the patient approximately 28 beats per minute (bpm). The drainage enabled the patient¿s condition to stabilize. Nonetheless, the exact site of perforation could not be identified via echocardiogram or computerized tomography (CT) scan. Implant of the implantable pulse generator (ipg) was continued and completed. The rv lead remains in use. The patient was admitted to the intensive care unit (ICU ) for observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.